Event description:
During implant testing on a lumos, at lead impedance testing, the programmer froze and displayed "catastrophic software failure, system will restart." Although this was at a non-critical part of the case, the physician felt that this may compromise pt safety, especially since this programmer is the one used for dft testing. After rebooting, the programmer displayed no other problems.